Event description:
While patient was on ventilator started making a crackling noise with error code 704 lines throughout vent screen making it hard to monitor patient. Patient was transferred to another ventilator. Pulled out of service.